Event description:
It was reported that this patient was admitted to the hospital due to an inappropriate shock. Troubleshooting was performed and it was noted that noise/oversensing was not reproduced in the primary or secondary vector, although when moving the device oversensing was reproduced but not in the primary vector, thus it was believed there was a puncture in the seal plug as well as air entrapment in the device pocket. Ts review noted that it would be important to confirm noise was not present at further follow-ups as this could be related to other sources that would require further investigation. At this time the device remains implanted. No adverse patient effects were reported.